Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the report of broken lcd screen which was confirmed during evaluation in the form of grey lines across the display. The evaluation determined the cause to be a failed rear case. The lcd screen was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a broken lcd. There was no known patient injury or medical intervention associated with this event. No additional information is available.